Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was unable to prime and the customer may have been connected during the manual prime. The customer's blood glucose reading during the phone call was 57, then 27 mg/dl. The paramedics were called to the customer's home for assistance. Nothing further was assistance.